Event description:
It was reported that the patient presented in-clinic for a generator replacement procedure. Previously upon interrogation it was noted that the right-ventricular (rv) lead exhibited oversensing of noise which then caused a charging of the high voltage therapy, but it was not delivered. As a resolution the rv lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The reported event of noise over-sensing and nearly caused an inappropriate shock was confirmed. Only the distal portion of a partial lead was returned in one piece with the helix found extended, bent and clogged with blood and tissue. Visual and x-ray examination found possible fracture at the proximal to the suture tie impression. Scanning electron microscopy analysis verified that all filars of the inner coil were fractured. The cause of the reported event was due to the inner coil being fractured consistent with bending fatigue.